Manufacturer narrative:
No motor error alarm during testing. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The motor was tested outside of the device and passed. The insulin pump had minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported the insulin pump alarmed motor error during prime. Customer's blood glucose was 6.9mmol/l. The device was not exposed to any magnetic field. Customer does not use the sensor feature. Customer was able to rewind the device. Customer was advised to revert to the back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.